Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned in for assistance reviewing a patient transmission. Review of the transmission revealed the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos), resulting in loss of cardiac resynchronization therapy (crt) pacing. Potential programming options were discussed as well as patient electrolyte, metabolic, or medication issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.